Manufacturer narrative:
1. DHR/bhr review lot 3290129 1 this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was 99,000 ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 the extension tubing batch used in this batch of products is 3268089, review the raw material inspection records, no abnormalities. 5 the pinch clamp batches used in this batch of products are 3293243, 3293245, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for the pinch clamp sealing pressure test (test process: the extension tubing is pinched by the pinch clamp in the same position for more than 64 times, and then held in the pinched state under 800mm pressure device for 3 days). Please see attachment pr 10305620-1 for the test report. 4. When the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. Please see attachment (B)(4) for the photos of simulated samples. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received, the damaged and pinched state of the extension tubing cannot be identified, and the root cause of the break of the extension tubing cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm tubing was defective/damage. On (B)(6) 2024, the child's indwelling needle was retained until the second day, and a fluid leak was noted at the clamped tube that was broken during infusion. The puncture was re-punctured after good communication and explanation with the parents. A secondary injury was caused and a safety hazard was present.